Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unknown date, the patient was hospitalized for the peritonitis event for four days. The cause, treatment, patient outcome and action taken with pd therapy were not reported.  No additional information is available.